Event description:
Boston scientific received information that during a follow up visit; this right ventricular defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements greater than 125 ohms. The rv lead was tested and the issue was found to be related to the proximal coil. The lead was reprogrammed and the impedance measurements were measured at 83 ohms. A fracture in the proximal coil was suspected. The decision was made to leave the lead implanted and monitor the patient closely. No adverse patient effects were reported.

Manufacturer narrative:
The rv lead and ICD remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.